Event description:
It was reported that the system 5 dual trigger rotary handpiece took too much time to stop rotation after the trigger was released during testing prior to surgery. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that the system 5 dual trigger rotary handpiece took too much time to stop rotation after the trigger was released testing prior to surgery. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned to manufacturer for evaluation.

Manufacturer narrative:
The handpiece was determined to not stop running when the trigger was released due to a failure of the motor assembly. The motor assembly was replaced and the handpiece was then able to function normally and was returned to the customer.